Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due to flattened button dome switch. No cosmetic damage noted.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer stated that she has been having keypad issues since (B)(6) 2015; she got the device replaced around that time and has been having the issue since. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.